Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a<(>&<)>p repair set-up, there was a loose piece of gauze or cotton folded into a sponge. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. The picture showed a few of the cotton strings. The sponge was not pictured. The reported condition was not confirmed. The investigation found the picture showed a group of cotton strings. The sponge was not shown. It could not determine where the strings came from. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.